Event description:
Additional information received reported that the patient's device was explanted due to a recharging issue wherein the "call your doctor" icon was seen. The patient's outcome was not provided. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the patient was having a return of symptoms of frequency and urge. Her implantable neurostimulator (ins) was ¾ full. The patient received a shock while doing an impedance test, which was actually just a stronger than normal stimulation sensation in the coverage area. Impedance measurements were normal. The patient received an eos (end of service) error message and a "call your doctor" message on the patient programmer. The patient was also not able to adjust the stimulation on the ins. She then got a "charge your ins" message. She received the eos screen due to potential pmr (physician mode reset) sequences that the patient attempted to correct on her own. She went home and did the clock reset multiple times and got the por (power on reset) screen on both the recharger and the patient programmer. While troubleshooting, the patient did see the eos message on the recharger and then reported it went back to charging again. The por was caused by too many over discharges. The patient was planning to replace the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: extension, product ID 37083-20, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: extension, product ID 3093-28, lot# v364936, implanted: 2009 (B)(6), explanted, product type: lead, product ID 3093-28, lot# v364936, implanted: 2009 (B)(6), explanted, product type: lead. (B)(4).

Event description:
Additional information received noted that issues with recharge coupling were the primary reason for overdischarge. The patient had trouble understanding recharging so stopped charging ins. The last time any stimulation was felt was over 12 months ago. The last successful recharging session was over 12 months ago. The patient had not charged in approximately 1 year.

Manufacturer narrative:
(B)(4).